Manufacturer narrative:
The manufacturer received information regarding a dreamstation auto. The device was returned to a third party service center. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The third party service center visually inspected the device. During evaluation, there was secondary findings of dust/dirt. This incident has been deemed not reportable due to corrosion on metallic surfaces only. The device was scrapped.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information alleging issues with a dreamstation auto device, that was returned to a third-party service center for evaluation. There was no report of patient harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. There were secondary findings that the device power connector was corroded with corrosion on metallic surfaces and dust/dirt were observed inside the device. The device was scrapped on customer request.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the corrosion on metallic surfaces. Secondary findings include dust/ dirt contamination present inside the device. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.